Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). Investigation summary: one photo was provided for evaluation. The photo shows a syringe that has been used with a foreign matter in the fluid path; from the customer's analysis, it was confirmed as rayon-based material. Based on the investigation and with the analysis of a photo sample, the symptom reported by the customer is confirmed; however, the source of the foreign matter is unknown. The customer found this foreign matter after their own processing. At our manufacturing site, we do not use this type of material. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint to this lot # 9303144 for this defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Based on the investigation and with the analysis of a photo sample the symptom reported by the customer is confirmed; however, the source of the foreign matter is unknown. This foreign matter was found by the customer after their own processing. At our manufacturing site we do not use this type of material. Root cause description: source of the foreign matter is unknown; we do not have/ used material in our process of that type. Rationale: CAPA not required at this time a review of the applicable fmea/eura (peura(B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that an unspecified number of syringe 30 ml ll s/c 56 experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: material no. 302832, batch no. 9303144. Event description: I am reaching out to you regarding an issue that occurred recently at our manufacturing facility. A foreign particulates were discovered in one of our final product bags, during an internal visual inspection step in the process. As you may know, we manufacture a life-saving cancer therapy (car-t), which is infused into the patient directly. Any particulates in the final product can pose a serious health concern for the patient, who is already undergoing a serious treatment/procedure.